Manufacturer narrative:
The subject stent was not returned to omsc for investigation. The exact cause of the user¿s experience could not be conclusively determined. As a result of checking the manufacturing record of the same lot, nothing abnormal that relates to this event was detected. Dimensions of the stent. Appearance of the stent there was possibility that the stent migrated due to the condition where the stent was placed or the patient's condition, which led the stent to be contact with the duodenal wall, resulting in a perforation. There is the following description in the instruction manual. After placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding. After indwelling the stent, periodically evaluate both it and the patient to confirm that there are no irregularities. Otherwise the stent may be damaged due to the material deterioration over time. It may also cause an adverse effect to the patient by clogging, or migrating from the papilla. After indwelling the stent, periodically check the status of the tube and replace it with a new one to confirm there is no irregularity on both the stent and patient. If the tube is improperly positioned, it could contact the duodenal wall and cause perforation, bleeding or mucous membrane damage. The stent may deteriorate over time and could become clogged or fall off of the stent cause it to migrate out of the papilla. In the medical literature, occurrences of stent migrating into the duct is reported in 5.2% of patients. Immediately remove the stent if migration into the ducts is detected. In the medical literature, occurrences of migrating out of the papilla is reported in 7.5% of patients. Immediately remove the stent if migration is detected.

Event description:
The procedure to place the subject device in the patient was completed on (B)(6) 2016. When the physician performed a CT scan on the patient for stent replacement on (B)(6)2016, perforation in the duodenum was found. The physician performed a hemostasis clipping of the perforated part and placed a pbd-234-0706 in the pancreatic duct. The intended procedure was completed.